Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient missed a refill. At the time of this report, the pump had run completely out of drug within the previous 24 hours. The patient experienced a return of spasticity. The patient¿s pump was being refill on the report date. The device system was used to deliver baclofen.